Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID # 2134265-2012-04200, 2134265-2012-04201, 2134265-2012-04202. (B)(4) study: it was reported that following a percutaneous coronary intervention, the patient experienced myocardial infarction. In (B)(6) 2011 patient presented with unstable angina and underwent a percutaneous coronary intervention. A 2.25x9mm, 70% stenosed target lesion in posterior descending artery (pda). The pda lesion was pre-dilated and the 2.25x12mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.25x12mm, 75% stenosed target lesion in the first posterolateral branch (rpl). The 2.25x16mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.5x10mm, 70% stenosed target lesion in the right coronary artery (rca). The 2.5x12mm taxus element stent was implanted, resulting in 0% residual stenosis. A 2.5x10mm, 75% stenosed target lesion in the left anterior descending (lad) artery. The 2.5x12mm taxus element stent was implanted, resulting in 0% residual stenosis. On the same day post index procedure prior to discharge, an ECG revealed a non q-wave myocardial infarction. The following day elevated cardiac markers were observed in the post procedure lab results. The patient did not experience ischemic symptoms and no other action was taken to treat this event. The patient was discharged on aspirin and clopidogrel.